Manufacturer narrative:
The device was received in a condition that precluded analysis. The optic was cut in 2 pieces and was grossly contaminated. The lens met all manufacturing specifications prior to release. While we were unable to determine the definitive cause of this event, our investigation reasonably suggests, it is not manufacturing related.

Event description:
It was reported that during insertion of the intraocular lens(iol) during routine cataract surgery, the surgeon noted the entire iol optic was covered in a film or appeared scratched. The surgeon cut the implanted iol , removed from the eye and replaced with a new iol. Patient experienced transient cormeal edema after the procedure.